Event description:
It was reported that patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the surgeon accidentally morcellated part of the bowel. A general surgeon was called in and a laparotomy was performed to repair the damage to the bowel. Outcome seemed to be successful. The motor drive unit and the disposable hand piece were reported to be fully functional and calibrated. The patient was in stable condition immediately following the procedure.

Manufacturer narrative:
The instructions for use which accompany each device caution "do not place the exposed blade in contact with tissue that is not intended to be morcellated". Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.